Event description:
Vascular occlusion of the patient's right lateral zygoma area (vascular occlusion) rha4 in to the right lateral zygoma (off label use). United states report received from a company representative on 11-jan-2023 and concerns a female patient of 21 or over age had received rha4 on 10-jan-2022 for unknown indication. An unknown volume of rha4 was applied to right lateral zygoma using an unknown injection technique. Needle was used from the box and cannula was not used for the administration of rha4. No previous procedures and medical history were provided. No allergies reported. Concomitant medication blood thinner (unspecified) at the time of event. Food supplements not provided. On 10-jan-2022, the patient experienced potential vascular occlusion in right lateral zygoma area during injection. As a treatment, several vials of hylenex over the course of 4 hours was given immediately as a safety precaution. At the time of this report, the outcome of the event was recovering. The intensity of the event was not reported. The product is not available for return. No additional information was available at the time of this report. Case comment: a causal relationship between the rha4 and reported vascular occlusion is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the limited information reported. The company will continue monitoring the benefit-risk profile for the product.

Event description:
Vascular occlusion of the patient's right lateral zygoma area [vascular occlusion] rha4 in to the right lateral zygoma [off label use]. Case narrative: united states report received from a company representative on 11-jan-2023 and concerns a female patient of 21 or over age had received rha4 on (B)(6) 2022 for unknown indication. An unknown volume of rha4 was applied to right lateral zygoma using an unknown injection technique. Needle was used from the box and cannula was not used for the administration of rha4. No previous procedures and medical history were provided. No allergies reported. Concomitant medication blood thinner (unspecified) at the time of event. Food supplements not provided. On (B)(6) 2022, the patient experienced potential vascular occlusion in right lateral zygoma area during injection. As a treatment, several vials of hylenex over the course of 4 hours was given immediately as a safety precaution. At the time of this report, the outcome of the event was recovering. The intensity of the event was not reported. The product is not available for return. Health effect - clinical code: e2328, obstruction/occlusion. Health effect ¿ device code: a2304, off-label use. No additional information was available at the time of this report. Case comments: a causal relationship between the rha4 and reported vascular occlusion is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the limited information reported. The company will continue monitoring the benefit-risk profile for the product.